Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. However, pump error 63 alarm during self test and was confirmed in formatted history file due to broken trace at u1 keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had occlusion alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.